Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Although normal lead measurements were observed, the set screw mark was very proximally located indicating improper insertion depth of the lead terminal into the device header. Therefore, the loss of capture allegation was confirmed. Laboratory testing was unable to reproduce the reported lead dislodgement.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgement. The patient came to the hospital not feeling well and upon interrogation the device showed loss of capture (loc). An x-ray confirmed the dislodgement. No additional adverse patient effects were reported. The product has been received for analysis.